Manufacturer narrative:
No abnormalities or defects were found on the exterior of the sheath. The returned faradrive steerable sheath failed leak and aspiration testing as the device could not maintain pressure within the sheath, leaking occurred and air bubbles were observed. Inspection of the hemostatic valves found the external and internal valves torn on the inner face by the center slit, compromising the valves' ability to seal pressure and fluid within the sheath.

Event description:
During an ablation procedure, a faradrive steerable sheath was selected for use. During procedure, while device was inside the patient, after inserting the catheter into the sheath, air was withdrawn continuously when the reverse bleeding was withdrawn. Damage to the hemostasis valve is suspected. The device was replaced, and the procedure was completed without patient complications. The device is expected to be returned.

Event description:
During an ablation procedure, a faradrive steerable sheath was selected for use. During procedure, while device was inside the patient, after inserting the catheter into the sheath, air was withdrawn continuously when the reverse bleeding was withdrawn. Damage to the hemostasis valve is suspected. The device was replaced, and the procedure was completed without patient complications. The sheath has been received at boston scientific's post market laboratory where it is awaiting analysis.